Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Patient sent e-mail indicating that while on vacation in 2006, the patient "came home with an eye infecton". The patient reported having been "in the pool a lot" while wearing contact lenses prior to "infection". The patient reported that the "infection" was treated with antibiotic drops. Several attempts were made to contact the patient; no further information is available at this time. Information received from complainant was limited and suggested potential serious injury and is being reported as worst case.